Event description:
It was reported that homecare pt intubated with a size 6.0 xltp, extended length disposable cannula cuffed tracheostomy tube - proximal required medical intervention when the top portion of the outer cannula (head) separated from the remainder of the outer cannula assembly. The 6.0 xltp device was removed in the ER and the pt was reintubated. The 6.0 xltp device was in use approx two (2) weeks when the breakage occurred. It is unk what type of device usage, care and/or maintenance was performed. The pt reportedly experienced minor trauma/distress but following reintubation, stabilized and returned to baseline condition. The involved 6.0 xltp was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.